Event description:
The surgeon implanted a collamer lens model cc4204bf and was removed. A capsule tear occurred and a vitrectomy was performed. It is unknown if the product caused or contributed to the event.